Manufacturer narrative:
This report is for unknown lcp distal femur plates/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation is an unknown date between 2007 and 2011. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: baba et al. (2015), is internal fixation using a reversed condylar locking plate useful for treating vancouver type b1 periprosthetic femoral fractures?, european orthopaedics and traumatology, vol. 6, pages 137-143 (japan). The aim of this study is to investigate the number of inserted screws, clinical result, and complication with locking compression plate-distal femur (lcp-df) for vancouver type b1 periprosthetic fracture and compared to standard conventional locking plate. Between 2007 and 2011, twenty-four (24) patients were operatively treated and included in this study. Twelve (12) patients (3 males and 9 females) were treated by internal fixation with unknown synthes broad locking compression plate-distal femur (broad lcp group). This group had an average follow-up of 4.8 years. Twelve (12) patients (2 males and 10 females) were treated with an unknown synthes locking compression plate-distal femur (lcp-df group). In this group, the mean follow-up period was 2.8 years. All 24 patients were followed-up on an outpatient basis at intervals of 1 to 3 months until 1 year after the operation intervals of 6 months thereafter. Complications were reported as follows: (broad lcp group)- 1 patient had delayed healing after reduction loss. The varus deformity remained and the bone union was required 18 months. 5 patients had a decline in their walking ability by 1 grade at 1 year after surgery. 2 patients had a decline in walking ability by 2 grades or more at 1 year after surgery. (Lcp-df group)- 1 patient had skin irritation symptoms at the plate application area on the lateral side of the greater trochanter. The patient had mild pain when lying in a lateral recumbent position on the affected limb. 7 patients had a decline in their walking ability by 1 grade at 1 year after surgery. 1 patient had a decline in walking ability by 2 grades at 1 year after surgery. This report is for unknown synthes lcp distal femur plates. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of report, date rec¿d by MFR: these dates were inadvertently reported as 1/30/2019 in the initial report. Correct date is 2/21/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.